Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the device failed to form clips properly. The surgeon was not performing a cholangiography, used under normal application. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.